Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer on (B)(6) 2017, she confirmed that the mastitis was resolved. Though she didn't confirm that the replacement pump was working without issue, she did indicate that she was using a symphony breast pump. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that when she uses her freestyle breast pump, she is not able to empty her breasts. However, when she uses her pump in style, she does not have that issue. She indicated that when using the freestyle, she had mastitis on august 10 and also back in january and april, for which she was prescribed an antibiotic each time.